Event description:
Liver transplant patient presented with a ruptured anastomosis in the ICU at (B)(6) hospital in (B)(6). Physician deployed ER-reboa catheter to zone 1 but continued to experience collateral blood flow below the balloon after inflation. A second balloon was deployed to zone 3 via the contralateral femoral artery which allowed the physician to gain definitive hemorrhage control and proceed with repairing the ruptured anastomosis. Following the procedure, the zone 3 catheter was removed with no issue. When attempting to remove the zone 1 catheter the physician indicated it would not pass through the introducer sheath and a surgical cut-down was performed to remove the sheath and catheter as a single unit. Upon removal, the physician noted that he realized the balloon had been inadvertently over-inflated which was a contributing factor to the difficulty removing the catheter. It is unclear if the surgical cut-down was deemed necessary in order to remove the device safely or if it was performed out of preference.

Event description:
The following case summary was received on 04/01/2020 from dr. (B)(6), the reporting physician from (B)(6), finland. "The patient was in hospital for his 4th liver transplantation and started to re-bleed on ward. Came to theatre with a lucas resuscitator. Upon opening the abdomen an arterial bleeding was present, it was controlled with fingers as no other method was possible due to the hostile abdomen, scar packed abdomen. It was evident that the arterial reconstruction from aorta to the transplant had ruptured. While the transplant surgeon was holding his finger in the hole, I punctured the left femoral artery in ultrasound control, used the metal enforced sheath in the kit and forwarded a reboa to above the bleeding (descending thx-aorta, zone1) and inflated the balloon. As the patient only had peripheral cannulas I then continued with putting an IV line to the right femoral vein and sheath to the right femoral artery. The backbleeding made it impossible to suture the aortic/conduit hole and I changed the 5fz sheath in right groin to a standard 8fz one. Through this sheath I then entered another prytime reboa and forwarded it approximately to the level of the hole (zone2-ish), this controlled the bleeding totally and I could take the second reboa maybe 5 cm back. Then the hole was controlled with fascia enforced sutures and the bleeding was controlled. The 2nd reboa was retrieved with no problem, but the first one got stuck in the sheath. I could not pull it out after several tries of manipulation so I tried to use force, did not work. Thus it became evident that the balloon was stuck in the sheath and pulling it out would cause a major hole in the femoral artery. Thus I opened the groin, took out the stuff and sutured the femoral artery."